Event description:
The patient was done tha at (B)(6) 2010 with ceramic head and ceramic insert,trident cup, ssf. Afterward, the patient had jumped down from the 50-cm-high place and the pelvic fracture was occured. At (B)(6) 2014,the patient had jumped down from the 50-cm-high place again. Afterward, the surgeon noticed a cracked ceramic head on the x-rays . Therefore, he will plan a revision for a patient on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving a trident liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
The patient was done tha at (B)(6) 2010 with ceramic head and ceramic insert,trident cup, ssf. Afterward, the patient was jumped down from the 50-cm-high place and the pelvic fracture was occured. At (B)(6) 2014,the patient was jumped down from the 50-cm-high place again. Afterward, the surgeon noticed a cracked ceramic head on the x-rays . Therefore, he will plan a revision for a patient on (B)(6) 2014.